Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing were noted on the right ventricular (rv) lead and the right atrial (ra) lead. The physician suspected lead damage on the rv lead and the ra lead, however, diagnostic imaging was not performed. Provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.